Manufacturer narrative:
The low profile one-piece abutment 5.0mm(d) x 4mm(h) (lpc544u) was not returned for investigation. Since the reported product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # (IFU/rmf). No pre-existing conditions were noted on the per that could cause or contribute to the reported event, the patient has unknown bone density. The reported device was located on an unknown tooth and was used for an unknown duration. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (lpc544u) dating back to 12 months from now revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) or device (lpc544u). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that a low profile abutment (lpc544u) fractured inside the implant. Fractured pieces were removed and implant remains implanted.